Event description:
It was reported that the device's alarm unit tries to turn on but it will not turn on all the way. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found there was no corrosion or impact damage to the device. The reported problem was not duplicated. The device powered up monitor multiple times successfully via rechargeable battery as well as battery eliminator power supply. Monitor stays on without unexpectedly turning off. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Operator of device: patient/consumer this remediation MDR was generated under protocol b10009406, as a result of warning letter (B)(4).